Event description:
The customer reported that during a procedure, the knife blade would not retract after cutting. Tissue on both sides of the jaws was resected in order to remove the device. There was no bleeding, no tissue damage and no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.